Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (distributor should be unmarked) additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the presumed cause could not be identified. However a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: h10 (the statement listed below was inadvertently omitted from the previous follow-up report/manufacturer narrative). "It cannot be ruled out that the phenomenon (e226 error) might have been caused by a temporary instability of the system."

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head exhibited an e226 error code (scope communication error). The issue was found during preparation for use during the pre-use inspection. After restarting the device, the problem improved, and the unspecified therapeutic procedure was completed using the same set of equipment. There were no reports of patient harm.